Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. A definitive root cause for this issue was not established, however, it was found that the partially failed ultrasonic image was caused by dirt entering the lens through gaps, and gaps in the adhesive at the tip. Although identified, the cause of the gaps could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, us-image defective, due to damage on acoustic lens, displayed ultrasound image defective, switch 1 damaged, due to deformation of scope connector, water tightness lost, due to damage on ultrasonic probe, the number of missing elements exceeds the standard value, due to damage on acoustic lens, displayed ultrasound image defective, acoustic lens damaged, distal end scratched, objective lens cracked, light guide lens cracked, adhesive on bending section rubber discolored, connecting tube scratched, and due to wear of angle wire, bending angle in up direction did not meet the standard value. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera ii ultrasound gastrovideoscope exhibited partly failed ultrasound image. Upon inspection and testing of the returned device, a gap was found in the adhesive on the distal end and stain entered inside the lens through the gap. In addition, there was a gap between the acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.